Event description:
On or about (B)(6), 2010, an infinity headrest system was involved in a slippage during a procedure. The event was described as follows; an infant was involved in the slippage of an infinity headrest system- "the ball moves after tightening down." It is unknown whether there was any injury involved. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.